Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Additionally, it was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 103 mg/dl.